Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-operative device check, r-wave amplitudes decreased significantly and capture thresholds increased to 1.7v/0.4ms. Impedances were stable between 400-600 ohms. No patient symptoms were reported. The right ventricular (rv) lead appeared to have lost slack or pulled back slightly. The lead was repositioned successfully.